Event description:
Rptr was diagnosed with silicone disease, auto immune syndrome, fibrodysplasia, chronic fatigue syndrome, hair loss, neurologic problems, thyroid problems and heart palpitations. Implant was removed in 1991 and replaced with another (same device).